Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the mid left anterior descending artery with mild tortuosity, heavy calcification, and 90% stenosis, a 3.25 x 15 rx tenku dilatation catheter was advanced with slight resistance and inflated; however, the balloon ruptured on the first inflation at 4 atmospheres. The 3.25 x 15 rx tenku dilatation catheter was withdrawn from the patient anatomy without resistance. A non-abbott dilatation catheter was used to further dilate the lesion and two non-abbott stents were implanted to treat the target lesion. Post dilatation of the two non-abbott stents was performed with a non-abbott dilatation catheter. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku balloon dilation catheter device is an abbott vascular manufactured device, which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.